Event description:
The surgeon inserted a toric silicone lens model aa4203tl and the lens tore during insertion. The lens was inserted and removed without patient injury. Another lens was used to complete the surgery.